Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test as the indicator lights did not flash on the front panel display. The onboard power supply pcb (printed circuit board) was replaced with a known good lab inventory power supply pcb. The unit was reconnected and started again. However, the device still failed the initial power connect test. This was repeated with another known good lab inventory power supply pcb with the same result. There were no issues found with the power supply pcb, and it's unlikely that a faulty user interface pcb would cause such failure. By process of elimination, the issue with the unit was narrowed down to a defective power control pcb. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. By means of functional inspection and additional testing the root cause has been assigned to normal wear. No further action required.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient.

Manufacturer narrative:
Qn#(B)(4). Correction to section h.6. - conclusion code corrected to 4315. Correction to section h.10. - additional manufacturer narrative corrected. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test as the indicator lights did not flash on the front panel display. The onboard power supply pcb (printed circuit board) was replaced with a known good lab inventory power supply pcb. The unit was reconnected and started again. However, the device still failed the initial power connect test. This was repeated with another known good lab inventory power supply pcb with the same result. The unit was not receiving any power which is an indication that one of the fuses monitoring the 110vac power supply may have blown. These fuses are located adjacent to the 110vac inlet/plug on the device. The fuses were removed and inspected by seeing if they would pass current in a circuit consisting of a motor and power supply. It was observed that one of the fuses was blown. A device history record review was performed and no relevant findings were identified. The reported complaint of "unit will not turn on prior to use" is confirmed. The sample was returned with one of the fuses blown, which prevented the device turning on. However, the root cause cannot be determined as there is limited information available and the circumstances of use are unknown.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the failure mode was conducted as follows: 8 devices were taken from the current production at the manufacturing facility. The units were functionally inspected, and during the test the issue reported "unit will not turn on prior to use" was not observed. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient.